Event description:
Covidien received information stating that while in use on a patient the display on an 840 ventilator failed and went blank. The patient was removed form the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the event.

Manufacturer narrative:
The covidien customer support engineer (cse) inspected the device and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The cse performed extended self-testing on the device and all tests passes. (B)(4).

Manufacturer narrative:
The graphic user interface pcb (gui pcb) and backlight inverter pcbs were received for an investigation. A visual inspection was carried out on the returned components, and no anomalies were observed. The gui pcb was attached to a failure investigation test ventilator for analysis, and it was powered up. An audible and visual alarm was activated. The ventilator failed power on self-test (post), and generated a gui inop error code. The reported failure was verified with the gui pcb. There was no fault found with the backlight inverter pcbs. No further investigation or repair was possible on this pcb as no replacement component is available. If this component failed during ventilation, the ventilator would generate a gui inop condition. The appropriate audio and visual alarms would enunciate. The ventilator would continue to operate at previously entered settings. The reported malfunction was verified.